Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune measured sizer red knob has cracked and become unusable.

Manufacturer narrative:
Additional narrative: the investigation confirmed that the size locking knob has cracked as reported. The failure of the size locking knob is due to the over-moulding is suspected to be associated with residual stresses in the polymer. (B)(4). The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.